Event description:
It was reported by the rep that when the device, with reload cartridges, was used during a laparoscopic assisted vaginal hysterectomy procedure, it delivered incomplete staple lines. Used another device to complete the case. There was no consequence to the pt.